Manufacturer narrative:
Result: damaged power cord. Damaged uni-pan lift motor cover.

Event description:
It was reported by service report that the power cord and the uni-pan lift motor cover were damaged. No pt involvement or adverse consequences were reported.